Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, a belt slip error was displayed. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
This complaint was confirmed. The field service representative (fsr) found grease on main bearing, belt and pulley and found the belt tension to be loose. Fsr cleaned grease off of all components and tightened belt tension. Fsr recommended pump be returned for further service/repair; however, customer declined. No additional action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.